Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported having difficulty with the serter sticking to the inside and stated that the white button does not extend fully. Customer stated that the tape was sticking to the side of the serter. Customer's blood glucose reading at the time of the call was 48 mg/dl and has treated with food. No further information reported.